Manufacturer narrative:
Block e1 (initial reporter address 2): (B)(6). Block e1: the event was reported by the distributor. The physician is: (B)(6) . Block h6 (device codes): medical device problem code a1502 captures the reportable event of incorrect cutting wire orientation. Block h10: the returned autotome rx 44 was analyzed, and a visual evaluation noted that the body surface of the working length was twisted. Additionally, the distal tip was cracked, which was consistent to finding when the device was observed under magnification. A functional evaluation noted that the catheter and the wire were correctly oriented when the device was put inside the duodenoscope and when the distal tip of the device extended past the elevator of the duodenoscope. Also, there were no problems observed with the bowing function. No other problems with the device were noted. The reported complaint of incorrect cutting wire orientation was not confirmed. Upon analysis, it was found that the working length was twisted. This condition could have been caused after multiple attempts to rotate the device during procedure or during introduction of the device into the scope. Additionally, the distal tip was cracked which could have been caused by interaction of this device with other medical device as the tip may have been damaged by having been in contact with another medical device that did not allow it to advance or rotate and therefore damaged it. Based on all gathered information, the most probable root cause of this complaint is no problem detected since the adverse event reported was not found. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used in the papillary sphincter during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During procedure, when the autotome rx 44 exited the scope, it was noticed that the orientation of the cutting wire was incorrect. It was reported that the device would not rotate inside the patient and it was difficult for them to incise. It was also added that there was nothing unusual when the device was unpacked. The procedure was complete with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used in the papillary sphincter during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During procedure, when the autotome rx 44 exited the scope, it was noticed that the orientation of the cutting wire was incorrect. It was reported that the device would not rotate inside the patient and it was difficult for them to incise. It was also added that there was nothing unusual when the device was unpacked. The procedure was complete with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.